Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a sharp stabbing pain. After the pain, he could no longer hear through the implant.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. In addition, in situ measurements show two channels involved in a short circuit due to undetermined reasons. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had a sharp stabbing pain. After the single episode of pain, he could no longer hear through the implant. Before this the user had good benefit with the device.re-implantation surgery has been performed.